Manufacturer narrative:
1038671-2024-01147. Manufacturer narrative updated: the reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal short form that approximately 101 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear,severe pain, instability, massive osteolysis, loosening, having to undergo revision surgery, past cost of medical care, future cost of medical care, loss of earning capacity and mental and emotional distress. No further issues or complications were reported. No additional information is available.